Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed to reset the pump, and a new pump was assigned. The customer mentioned needing to set up the new pump later and may continue using the current pump. Caller was advised to contact for further assistance if the malfunction recurs.